Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number, model number, or exact implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing."

Event description:
Healthcare professional reported a lap-band port leak, first noticed when the pt was presented with "continued hunger issues and the fluid wasn't staying." The lap-band post was explanted and replaced.